Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone by customer's friend that the customer was hospitalized due to high blood glucose and dka. The caused to the high blood glucose, was because customer was not taking her blood glucose due to no having any strips. The customer was in a vehicle accident and did have high blood glucose that day. The customer was not in a car accident, due to high blood glucose. The customer's blood glucose during hospitalization was 388mg/dl. The customer had high blood glucose, vomiting, nausea and pain. The customer was wearing the insulin pump on the time of hospitalization.